Event description:
A surgeon reported that air crossed through a valve into the infusion line. The infusion line was clamped to resolve the issue. Additional information has been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).